Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced discomfort and pain at the implantable neurostimulator site. The pocket position of the implantable neurostimulator system was identified as the most likely cause of the discomfort. Plans were made to schedule a revision surgery to move the pocket to a more suitable location, but the procedure had not yet been performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 977c290, serial#: (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hcp disconnected the lead wiring from the battery and recalled it through the original tunnel into the lead pocket. He then re-tunnelled deeper to attempt to alleviate the patient's discomfort. Unknown if issue is resolved.